Manufacturer narrative:
No button error alarm noted during testing. All of the buttons functioned properly, however the insulin pump had moisture damage on keypad traces. No moisture damage found on electronic assembly or on motor. The device had cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and cracked case at display window corner.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the insulin pump was exposed to moisture, and there is moisture under the display screen. Customer's blood glucose level at the time 6.9mmol/l. The customer also reported blood glucose levels of 20mmol/l and 8mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.